Manufacturer narrative:
Sample has not been received by manufacturer in time for this report.

Event description:
The event is reported as: complaint alleges: customer stated the catheter broke off near the funnel after one week of usage. No reported patient injury.